Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor electrode was not found. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the sensor was without electrode and was unable to find electrode in plastic piece and was also unable to find an electrode in her body. The sensor will not be returned for analysis.